Event description:
During an ablation procedure, it was reported that an ablation was performed on the first trajectory with no issues. The probe was then moved to the second trajectory. The ablation started, but an increase in temperature was not observed. The ablation was stopped and the connections were checked. It was found that the probe to portable connector module (pcm) connection point had thermally fused together. The fiber was cut and the probe was replaced. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.